Event description:
Customer had reported to fhc salesperson and subsequently to fhc product mgr that during a surgery on (B)(6), 2010, his microtargeting controller (mtc) was not being detected by the guideline 4000 (gl4k) ("mtc not detected" error on the electrode tab), and that although he had three channels active (green leds), only one channel was transmitting data (on screen). Surgery was cancelled after the burr hole had been opened.

Manufacturer narrative:
Eval of the product was performed on site by fhc technical support personnel who was able to check the impedance on all channels and reported that measurements were coming in correctly. It was found upon booting up the gl4k that it was set to the factory default settings which subsequently changed the product displays, which were interpreted as an error. The return to defaults could also have been responsible for the controller problems. The firmware on the boards is now correct, as the firmware error messages could not be reproduced.